Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/02/2014 with the following findings: the ok button was not functional all other buttons were functional. The keypad was not damaged. Only a portion of the black box was able to be downloaded. The battery compartment was cracked at the threads. Corrosion in battery compartment and cap spring. Leak test failed due to battery compartment crack. Removed keypad no defect found. Opened pump and removed from case. Corrosion on keypad flex connector and various other components. Unable to complete failed steps due to keypad failure and moisture in pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the up arrow, down arrow, and ok/enter button were under responsive. Furthermore, moisture/corrosion was evident in the battery compartment and behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.